Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified de novo proximal left anterior descending artery. After a 3.5 x 28 mm xience alpine stent was implanted, a dissection was noted at the distal edge of the implant. Therefore, a 3.0 x 15 mm xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.